Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: stent dislodgement requiring medical intervention. Device issue: stent dislodgement. It was reported that the procedure was to treat heavily calcified and diffuse lesions in the proximal to mid lad. After passing two guide wires, pre-dilatation was performed with a 2.5 mm and a 3.0 mm balloon catheter. Two xience v stents were implanted, overlapping, and another company's nc balloon catheter was advanced for post-dilatation. As the balloon was advancing to the mid lad, it dislodged the 3.0 x 23 xience v stent from the proximal lad lesion. The dislodged stent was removed with the nc balloon catheter. The procedure was completed and it was confirmed that there was no patient effects. No additional event or patient information is available. Although it was reported that the stent was deployed in the lesion, based on the returned device, the stent had not been deployed (the balloon was tightly folded) and appeared to have dislodged from the stent delivery system. It was returned on another company's balloon catheter, confirming it was retrieved with the balloon catheter.

Manufacturer narrative:
Results - product performance engineering was unable to complete the evaluation at the time of this report. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood in the guide wire lumen and on balloon. There was no contrast visible. The stent implant was dislodged from the balloon. The first four rows of proximal struts were mangled. There was no other damage noted to the stent implant. The balloon was returned rightly folded with crimp marks between the markers. There was no damage noted to the sds. The protective sheath was not returned. The dislodged stent implant was returned on another company's balloon. The stent implant was stationary on the other company's balloon. The other company's balloon was returned tightly folded. Another company's guide wire was returned inserted in the other company's catheter. There was 16.5 cm of the guide wire extending out of the distal end of the catheter. The guide wire was returned with contrast on the coils. There was no blood visible. A snap gauge was used to measure the dislodged stent implant outer diameters on the other company's balloon and these meet manufacturing criteria. The proximal outer diameters were measured distal to the damage noted. Product performance engineering was unable to complete the evaluation at the time of this report. Results and conclusions will be forwarded upon completion.